Event description:
The technician alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician replaced all brake casters and brake caster supports to resolve the issue.